Event description:
It was reported that a home patient experienced a connection issue between the disposable cassette and the solution bag. This occurred during the dwell cycle three of four of peritoneal dialysis therapy. During troubleshooting, the patient stated that they had not securely connected the cassette line to the solution bag and it became disconnected. The caregiver then reconnected the line to the bag after it had touched the floor. The technical services representative assisted the patient to end therapy. Proper procedures were reviewed with the patient. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.